Event description:
Patient monitored with pulse oximeter post-operatively. Machine gave false information about patient, reading a heart rate of 130 and an oxygenation saturation of 97% when actual heart rate was 40 and oxygenation saturation 70%invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer hardware performance tests conducted. Results of evaluation: computer hardware problem. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.